Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted with a bactiseal barium catheter (ID (B)(6)) due to unknown reason via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The initial pressure setting was 3 but it was changed to 5. The setting was changed back to 3; however, it was explanted due to its dysfunction. A t2 haste magnetic resonance imaging (MRI) (1.5t) was performed. Initially, there was a suspicion of electronic tool kit (etk) malfunction, but it worked properly. The system was explanted and replaced with a new device on unknown date.

Manufacturer narrative:
The bactiseal barium catheter (ID ns0340) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed, however, the probable root cause for the reported complaint could be due to biological debris and protein build up interfering with the device. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.